Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by customer "powerglide statlock pushing down on catheter and feel it's causing kinking." No other information was provided.

Event description:
It was reported by customer "powerglide statlock pushing down on catheter and feel it's causing kinking." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the statlock caused kinking of the catheter was inconclusive due to the sample condition. Two photographs of a 10cm powerglide catheter were returned for evaluation of this complaint. Reddish residual material was seen within the lumen of the catheter which indicated that the device had been used. However, the catheter was no longer inserted into the patient when the photographs were taken. Kinks and/or catheter deformation were not apparent in the photographs. The powerglide catheter hub was within the retainer of a statlock pro stabilization device in one of the photographs. The connection between the statlock and the powerglide appeared unremarkable. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Device compatibility (e.g., fit test) between the implicated catheter and stabilization device could not be conducted without the physical sample. A review of design documentation revealed that testing had been conducted during device design to ensure that the stabilizer did not significantly affect flow rate or pressure within the catheter lumen. Possible contributing factors for a catheter kink could include the placement technique, securement technique and the patient¿s anatomical features. At this time, the complaint could not be confirmed. However, the report has been documented and will be included in complaint trending.